Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, severe resistance was noted when advancing the delivery system through the esheath.  One valve stent strut was noticed to be bent backwards.  The procedure continued and the vale was deployed with good results and there was no consequence to the patient.  After the sheath was out of the patient, a liner torn was noted.  There were no difficulties noted when removing the sheath from the patient. Post procedure, the patient had a swelling at the puncture site, no pseudoaneurysm, but some signs of infection and is now on antibiotics.   Per medical opinion, the fibrotic vessel wall was likely the cause of the resistance.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-13826.  Updated section f10.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was not returned to edwards lifesciences for evaluation.  A review of procedural images showed the thv valve strut bent backwards. Sheath not visible in imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to sheath shaft resistance with delivery system and liner torn.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was confirmed via provided imagery however, the complaint for sheath shaft liner torn was unable to be confirmed. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU / training materials revealed no deficiencies. According to the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ review of the case description shows that the patient had fibrotic/sclerotic vessel wall and some calcification. Calcification can create challenging pathway for delivery system insertion through the sheath and can prevent the sheath from fully expanding leading to the resistance experienced. These patient conditions (calcified, condition of vessel), in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath preventing further advancement.  Available information suggests that patient (fibrotic/sclerotic vessel) factors may have contributed to the resistance. However, without further information, a definitive root cause was unable to be determined at this time. Per report, ¿it was reported that when it was out, there was one stent strut that was bent backwards¿. It is possible that the bent valve strut interacted with the sheath during insertion leading to a liner torn. However, a definitive root cause was unable to be determined at this time. Additionally, a technical summary written by edwards lifesciences contains the root cause analysis for this failure mode, showing that patient/procedural factors (e.g. Access vessel tortuosity /calcification) are likely contributing factors. As the patient¿s access vessels were noted to have some calcification on the posterior wall, it is possible that patient factors (calcification) also contributed the liner damage. Available information suggests that patient factors (calcification) and procedural factors (bent valve strut) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a corrective/preventative action and a product risk assessment (pra) escalation are not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).